Event description:
During insertion of a g-tube part of the black piece on the end broke off. This piece remains in the patient's abdominal wall; it is less than 1cm in size and was unable to be retrieved. The patient has not suffered harm as a result.